Event description:
It was reported that during routine device change out procedure, a fracture was observed on the atrial lead. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).